Event description:
A peritoneal dialysis pt wife reported that the cassette was leaking while the cycler was on "drain 2." When she opened the cycler to get the disc out, there was fluid in the opening and it was spilling onto the floor. The sample is available for eval. There is not report of pt ill effect.